Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Patient identifier : (B)(4). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study, a 77-year-old male patient subject (B)(6) with no relevant medical history, presented with an witness stroke on (B)(6) 2023. It is currently unknown when the patient was last seen well. The patient was presented to the treating hospital on the same day and intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion). The patient¿s baseline nihss score of 16 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using a 6.5mm x 45mm embotrap iii (et307645/ 22j164av) device for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass (2 min incubation time) resulted in a mtici score of 2b with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a trevo trak 21 (stryker) microcatheter, a flowgate 2 (strykerneurovascular) balloon guide catheter and a 0.060 axs catalyst (strykerneurovascular) aspiration catheter were used as concomitant devices. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 11. The patient has been discharged home, self-care, on (B)(6) 2023 with a nihss score of 0 and a mrs score of 1. On (B)(6) 2022 the patient experienced a ¿reocclusion at the left ica with collateralization of carotid-t via circulous arteriosus willisi.¿ the principal investigator assessed this event as moderate in severity, not serious, not related to the embotrap device but possibly related to the primary procedure. The patient outcome has been recorded as ¿recovered/resolved¿ with an end date of (B)(6) 2023. This event did not require additional treatment or intervention.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6, h10 and h11. Complaint conclusion: as reported via the excellent study, a 77-year-old male patient (subject (B)(6)) with no relevant medical history, presented with an witness stroke on (B)(6) 2023. It is currently unknow when the patient was last seen well. The patient was presented to the treating hospital on the same day and intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was artery to artery (tandem lesion with proximal ica stenosis and intracranial occlusion). The patient¿s baseline nihss score of 16 and mrs score of 0. The patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using a 6.5mm x 45mm embotrap iii ((B)(6)) device for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass (2 min incubation time) resulted in a mtici score of 2b with clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. In addition, a trevo trak 21 (stryker) microcatheter, a flowgate 2 (strykerneurovascular) balloon guide catheter and a 0.060 axs catalyst (strykerneurovascular) aspiration catheter were used as concomitant devices. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 11. The patient has been discharged home, self-care, on (B)(6) 2023 with a nihss score of 0 and a mrs score of on (B)(6) 2023 the patient experienced a ¿reocclusion at the left ica with collateralization of carotid-t via circulous arteriosus willisi.¿ the principal investigator assessed this event as moderate in severity, not serious, not related to the embotrap device but possibly related to the primary procedure. The patient outcome has been recorded as ¿recovered/resolved¿ with an end date of (B)(6) 2023. This event did not required additional treatment or intervention. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Arterial occlusion are known potential complications associated with the use of the embotrap iii revascularization device and is mentioned in the instructions for use (IFU) as such. Per the information provided, the device performed as intended, and no patient consequences have occurred related to the use of the device. The principal investigator assessed the event ¿reocclusion at the left ica with collateralization of carotid-t via circulous arteriosus willisi¿ as not related to the embotrap device or the large bore catheter, but possibly related to the primary procedure. However, the event occurred on the same day as the procedural use of the device and the relationship of the embotrap iii to the reported event cannot be excluded. Although there was no reported device performance issue/malfunction, this event will be conservatively reported to the usfda reportable under 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The correct event date is (B)(6) 2023.